Event description:
During a ptca procedure on a tortuous, calcified 80% occluded circumflex air exited the dilation catheter shaft. The pt exprieneced transient symptoms from an air embolus to the head but recovered in one hour.